Manufacturer narrative:
Due to the non-existent serial number of the product under complaint, the quality records could not be inspected and checked. Which could have favoured the wear of the polyethylene. The x-rays show that the tibial resection plane was probably too varicose, resulting in a painting position of approx. 15°. With reference to an alleged risk of loss, the complaint sample was not made available to us by the patient represented by a lawyer. Without a complaint sample, no precise statement on the cause of the implant failure in the sense of a classification of the complaint as justified or unjustified is possible. The report is delayed due to inconsistencies with regard to foreign event reporting to FDA. After re-evaluation of the complaint we determined that it is reportable. We have addressed the inconsistency in reporting foreign events to FDA through CAPA(B)(4).

Event description:
Translation: early removal of a medial sled prosthesis due to punctual polyethylene failure.